Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Patient has no sound perception with her device and did not use her processor since several weeks. It is unknown if an accident or a trauma has happened.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found.

Event description:
Patient has no sound perception with her device and did not use her processor since several weeks. It is unknown if an accident or a trauma has happened.